Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue.  Physio replaced the system pcb assembly and observed proper device operation through functional and performance testing and the device was then returned to the customer for use.

Event description:
The customer reported that their device would no longer power on. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control further evaluated the removed system pcb assembly and determined that the cause of the reported issue was due to an inductor, designator l9 missing from the board.